Event description:
The patient contacted lifescan alleging that their one touch basic meter would not prompt the apply sample message. The medical affairs specilist spoke with the patient. The patient stated that the meter had not worked for a couple months. Patient was not testing with the meter regularly. Patient continued taking their usual daily oral diabetes medication. Patiene was not willing to state the name and dose of the medication. Patient started to feel "sick" and went to the doctor. A result or 292 was obtained on the doctor's device. Patient was advised to double the dose of their oral diabetes medication. The patient experiencing elevated blood glucose; however, ther is no indication that the product contributed to their experiencing infury or medical intervention. The meter and test strips were replaced.